Manufacturer narrative:
(B)(4). It was reported the proglide device was used in a calcified vessel. The instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned for analysis. The suture break was unable to be confirmed as the suture was not returned. A link detachment was noted which was likely reported as the suture break; therefore, the suture break was confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Two unused, sterile proglide devices with same lot number, 50219k1, as the reported device were returned for evaluation. Functional testing was successfully performed on the sterile devices. No manufacturing issues or abnormal observations were detected.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an percutaneous coronary interventional (pci) procedure. Reportedly, a suture break occurred. A second proglide device was used with the same result. A third proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.